Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of an issue with cobas infinity software version 2.0.3 where the cobas infinity is randomly reporting negative results without the minus sign. The example provided was for etoh2 ethanol gen.2 where the cobas infinity showed a result of 0.24 mg/l, but the c8000 instrument trace sent a value of -0.24 mg/l. An ethanol value of 0.24 mg/l was reported outside of the laboratory. There were no patients harmed because of this issue. The ethanol reagent lot and expiration date were not provided. The issue occurs in instruments that are connected using an instrument connectivity agent (ica) driver. Negative results within the range of -1 to 0 are converted to positive results. Upgrading the cobas infinity software to version 2.0.11 or higher will resolve the issue. The customer has assessed the impact.